Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm was 79 mg/dl. The patient was unable to calibrate the device due to passing out without symptoms shortly after seeing the cgm reading. A neighbor found the patient unresponsive and called paramedics. Upon arrival, the paramedics measured the patient's blood sugar and it was 35 mg/dl. The patient was treated with a glucagon injection. The patient was taken to the hospital and regained consciousness. He was kept overnight for observation. On (B)(6) 2025, the patient was discharged from the hospital. Upon discharge, this bg was 200 mg/dl but was unable to recall the cgm reading. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.